Manufacturer narrative:
Information references: the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they are experiencing so many urinary tract infections (uti's). They were leaving urgent care at the time of the report with another uti. They don't really feel stimulation and said they feel stimulation in the colon area. The patient said therapy is working as they do well with symptom control when they do not have a uti. They don't feel stimulation but have been urinating just fine, but they are having issues with voiding. The patient they are not voiding as much as they should be. They wanted to know if they should increase stimulation to resolve their uti problems. During the report, the patient stated they would increase stimulation "up a notch" and see if that helps, and will follow up with their healthcare provider (hcp). The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.